Event description:
The customer reported the system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the digital acquisition computer or its cpu need to be replaced. No parts are available for this system due to its age. No conclusion can be drawn as repair information is unavailable.